Event description:
It was reported that the customer was hospitalized due to insulin shock, with a blood glucose of 46 mg/dl. It was stated that the paramedics were called initially as the customer was unconscious. The mother declined troubleshooting because the event was due to the customer over treating for a meal, followed by exercised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-01517.